Manufacturer narrative:
Sample 1 of 2: the lot complaint history was reviewed, this is the sixth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. A wet cassette with the attached drain bag and the administration manifold was returned and visually inspected. A hole was observed on the red line of the administration manifold under the red connector barb. The hole appeared to be consistent with induced damage that may have occurred during vendor assembly. Replacing missing components with those from labstock the sample was tested on a calibrated console and was unable to pass priming and calibration. A system message, failed infusion, was generated; the admin line was replaced with a new one and the sample could then pass priming and calibration. Based on the results of the investigation, this report of irrigation failure occurred during priming of the cassette, before surgery. Irrigation referred to the fluid in the administration line. The root cause is related to an error during the supplier assembly process of the tubing manifold. The source of the customer's complaint is related to a small hole at the red connector on the administration manifold which prevented further operation of the device during setup of the console. Quality engineering materials will notify the supplier of the complaint per procedure. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Sample 2 of 2: the lot complaint history was reviewed, this is the fifth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. There was no failure of fluid flow during evaluation of this device. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that irrigation failure occurred and the intraocular pressure value was displayed "---" during surgery. Error log was unknown. The product was replaced twice with the same lot, but the situation could not be recovered. The procedure was completed after replacing the product with a fourth one. There was no patient harm.